Event description:
It was reported a stage 1 revision was performed on the patient's right hip due to infection. Intra-operatively, surgeon reported that the cup 'spun out' and that there was corrosion at the stem/ neck junction of the modular stem. All components were removed and a spacer was placed.

Manufacturer narrative:
Reported event: an event regarding infection and malposition involving a trident shell was reported. The event was not confirmed. Method & results: device evaluation and results: visual, dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusions: all stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Additional information including pathology reports, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
Reported event: an event regarding infection and malposition involving a trident shell was reported. The event was not confirmed. Method & results: device evaluation and results: visual, dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusions: all stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Additional information including pathology reports, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported a stage 1 revision was performed on the patient's right hip due to infection. Intra-operatively, surgeon reported that the cup 'spun out' and that there was corrosion at the stem/ neck junction of the modular stem. All components were removed and a spacer was placed.